Event description:
The pt underwent a laparoscopic cholecystectomy on 7/21/94. Within 24-48 hours of surgery, began to experience nausea, vomiting and some abdominal distention. Returned to surgery on 8/4/94. At this time it was noted that clips placed on the cystic stump remnant during the original surgery had slipped.